Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been returned to the manufacturer for analysis. A medtronic representative went to the site to test the equipment. Testing revealed that 1 pin inside breakout panel was slightly bent downward, inhibiting full seating of the umbilical cable. The pin was re-positioned and the system regained functionality. Systems checkout was performed and system was functioning as intended.

Event description:
Medtronic received information regarding an imaging device being used outside of procedure. It was reported that the umbilical cable would not plug into the image acquisition system (ias). The pins did not look damaged. No patient present.